Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pn relion 32g x 4mm were difficult to operate and had product damage. The following information was provided by the initial reporter : the consumer reported that the needle does not stay on the pen during injection and when the pen is removed from the site, the needle hub detaches and stays in the injection site. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 9/13/2021 h.6. Investigation: customer returned (35) unopened 32gx4mm bd pen needles from lot# 0136694. Consumer reported that the needle does not stay on the pen during injection, and when the pen is removed from the site the needle hub detaches and stays in the injection site. All 35 returned pen needles were examined, then tested for attachment/detachment using a threaded test fixture. All 35 pen needles were able to securely attach to and easily detach from the test fixture. No defects were observed. DHR was reviewed for lot# 0136694 and no qn found. Root cause cannot be determined at this time as the issue is unconfirmed. Tested 7pcs retention samples and no failure was found. See h.10.

Event description:
It was reported that 2 bd pn relion 32g x 4mm were difficult to operate and had product damage. The following information was provided by the initial reporter : the consumer reported that the needle does not stay on the pen during injection and when the pen is removed from the site, the needle hub detaches and stays in the injection site. Date of event : unknown samples : available.